Event description:
Home health nurse, noel, reported "system time out" error on curlin pump. Patient is infusing via gravity currently (no missed a dose). Gamunex-c indication: myasthenia gravis without (acute) exacerbation and chronic inflammatory demyelinating polyneuritis. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.